Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified leak was reported with the use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain phase of peritoneal dialysis therapy. During the troubleshooting, a leak was noted from an unspecified location during use of a homechoice cassette that led to this alarm. The leak was identified when the patient noticed "fluid on the floor¿. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures per the user manual. The patient would start over with all new supplies. There was no patient injury or intervention associated with this event. No additional information is available.